Manufacturer narrative:
PMA/510(k): k081973. Us reported agent notified on (B)(4)2013. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Revision surgery due to medical condition of the pt (not specified); hip complaints. No fracture of the cone, but signs for corrosion suspected by customer. Revision surgery due to hip complaints. Cup and inlay were not explanted because they fit well.